Event description:
The customer reported that the ventilator was alarming during use due to a high blower temperature. A high blower temperature occurrence will result in a vent inop condition. A vent inop alarm displays on the screen, turns on remove alarm interfaces, and disables oxygen flow and blower operation. The pt must be placed on another means of ventilatory support. The customer reported there was no pt harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the blower to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.